Manufacturer narrative:
The catalog and lot number for the device was not provided, therefore the device noted, (unkenterpriseenc) represents an enterprise vrd that the catalog number begins with enc. The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Event description:
As reported in a literature article (gonzalez, a. M., et al. ¿blood blister-like aneurysms: single center experience and systematic literature review¿, european journal of radiology, (2013): dx.doi.org/10.1016/j.ejrad.2013.09.017, 197-205: a patient (patient #9) experienced an embolic complications (also identified as an ischemic complication) during use with an enterprise enc stent (catalog and lot unknown) and unknown coils for treatment of right internal carotid artery blood blister-like aneurysm with subarachnoid hemorrhage. It was also reported that there was re-bleeding b first treatment, and there was residual neck that was treated with coils. The outcome mrs was 2, and there was aneurysm exclusion. Two year follow-up indicated that there was total exclusion of the aneurysm. Prior to the procedure, the patient¿s clinical onset consisted of headache and seizure.

Manufacturer narrative:
As reported in a literature article (gonzalez, a. M., et al. ¿blood blister-like aneurysms: single center experience and systematic literature review¿, european journal of radiology, (2013): dx.doi.org/10.1016/j.ejrad.2013.09.017, 197-205: a patient (patient #9) experienced an embolic complications (also identified as an ischemic complication) during use with an enterprise enc stent (catalog and lot unknown) and unknown coils for treatment of right internal carotid artery blood blister-like aneurysm with subarachnoid hemorrhage. It was also reported that there was re-bleeding after first treatment, and there was residual neck that was treated with coils. The outcome mrs was 2, and there was aneurysm exclusion. Two year follow-up indicated that there was total exclusion of the aneurysm. Prior to the procedure, the patient¿s clinical onset consisted of headache and seizure. Additional information indicated per the text mentions, it is a very complex type of aneurysm. The enterprise stent did very well the job and we had to retreat the patient due to a vasospasm and we decided to add more coils to the aneurysm sac. The medication is marked on the text below plavix and aspirin. The aneurysm had 3 x 3 x 3,4 mm and the vessels ranged from 4 to 4,2 mm. There was no references of the devices used at that time (october 2008). The catalog and lot number for the device was not provided, therefore the device noted (unkenterpriseenc) represents an enterprise vrd that the catalog number begins with enc.